Event description:
Philips received a complaint from customer biomed reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue in the device event logs. The rse advised replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The bme replaced the cpu pcba and called back to obtain the software option codes necessary to enable the device. The rse provided the codes and verified the bme was able to successfully add all the options to the device. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.